Event description:
Caller reported blood glucose results of 368 mg/dl and 124 mg/dl within 10 minutes on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.